Manufacturer narrative:
This incident occurred outside the united states (ous). Siemens was notified of elevated atellica im enhanced estradiol (ee2) lot 107 results obtained on serum samples from a postmenopausal 63-year-old female. These results were obtained pre and post oophorectomy and were discordant relative to lower alternate method test results and other diagnostic testing. The atellica im ee2 result obtained prior to the oophorectomy was not questioned at the time. The physician who performed the post-operative check-up on the patient (19-feb-2026) questioned the results and believes that the oophorectomy was an unnecessary medical procedure (oophorectomy, (B)(6) 2026). The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating. This report is submitted for sample ID (B)(6), tested (B)(6) 2026. A separate report is submitted for sample ID (B)(6), tested (B)(6) 2025.

Event description:
Siemens was notified of elevated atellica im enhanced estradiol (ee2) lot 107 results obtained on serum samples from a postmenopausal 63-year-old female. These results were obtained pre and post oophorectomy and were discordant relative to lower alternate method test results and other diagnostic testing (positron emission tomography-computed tomography (pet-CT) with no findings in (B)(6) 2025). The atellica im ee2 result obtained prior to the oophorectomy was not questioned at the time. The physician who performed the post-operative check-up on the patient ((B)(6) 2026) questioned the results and believes that the oophorectomy was an unnecessary medical procedure (oophorectomy, (B)(6) 2026).